Manufacturer narrative:
Strain relief. Device labeling addresses the reported event of port leak as follows: precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have been "losing saline from the system over time. Tested saline amount twice and each time there is missing amount from the system. Need to change port." The port was removed and replaced. The explanted device was discarded, and therefore will not be returned for analysis.